Event description:
Patient blinked eyes and loi suction was lost during docking process. Reservoir filled with balanced salt solution (bss). Manufacturer response for liquid optic interface, (brand not provided) (per site reporter): instructed to discard product; replacement product sent.